Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator did not reach set tidal volume. There was no patient harm. (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4). The ventilator was investigated on site by our field service engineer (fse) and the reported failure was confirmed during a simulated use test. The inspiratory and expiratory pressure transducer printed circuit boards (pcb) were changed. No goods were returned for our investigation, despite several reminders. Evaluation of the received device logs shows that the matching event during the period 15 july, 20:00 to 18 july, 07:52, had several intermittent alarms for ¿expiratory minute volume low¿ which indicates low tidal volumes. The ventilation was started in the ventilation mode pressure control that regulates based on the pressure sensors. The ventilation mode was changed to volume control that regulates based on volume measuring, no alarms for ¿expiratory minute volume low¿ until the end of the ventilation four hours later. The pre-use check was confirmed to be successful right after the event. As no goods were returned for in-house investigation, the cause of why the pressure transducer(s) failed could not be determined.